Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation 2240 (air in line), which occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The caregiver stated that she forgot to open the patient extension line clamp during priming, so proper procedures were reviewed with the caller. New supplies would be used to complete therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated in CAPA.